Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis (pd) therapy. The patient stated he did not observe any leaks or damage to lines or bags but states that he does see a small amount of fluid in the heater tray, and the solution bags were empty. During troubleshooting, it was discovered the patient connected the patient extension lines after priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities with the cassette that could have contributed to the reported condition. Leak testing, clamp testing, clear passage testing, and device-device interaction testing were performed on the cassette with no issues. A short simulated therapy was successfully performed using the cassette. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. It was also reported that the patient line extension was connected after priming, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Upon conclusion of the investigation, the cause of the reported alarm could not be determined as both a use error and a leak in the solution bag were identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.